Event description:
Event description guidant received information that this pacemaker had myopotential oversensing on both channels. The oversensing was causing inhibition of pacing on the ventricular channel and inappropriate mode switching.